Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. (B)(4). However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on (B)(4) 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the distal side underneath electrode ring #19. Whereas distal side of electrode ring #20 had a tear and was damaged with the lead wire exposed. Due to the quantity/ mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. The catheter was tested for deflection and loop contraction characteristics. The deflection characteristics were found within specification. The loop contraction was found out of specification. As this catheter was returned for contraction of the lasso catheter, further examination of the catheter revealed that the variable puller wire too short causing the wire to stick out from the ss crimped ferrule and causing the catheter to function improperly. The reported complaint condition was confirmed. However, the root cause of the damage to the ring and the foreign material caught on the ring is still being investigated. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria.

Manufacturer narrative:
Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Event description:
It was reported that during an afib procedure the contraction of a lasso catheter in use ceased functioning. The device was exchanged and the case resumed. As reported by the physician, the lasso catheter did not get stuck in a contracted state. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the distal side underneath electrode ring #19. Whereas distal side of electrode ring #20 had a tear and was damaged with the lead wire exposed. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician was able to remove the catheter safely from the patient. The physician was unsure how this returned catheter condition occurred. The catheter was confirmed to be a new (not reprocessed) catheter. The type and size of the sheath used in conjunction with the catheter was unknown. There was no patient injury reported related to this complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on (B)(4) 2012, marking this date as the alert date for this report.